Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse). It was reported that the ventilator failed pre-use check. Following actions were taken by the fse to solve the problem: replacing the nozzle unit of the air gas module; membranes of the expiratory cassette and safety valve were cleaned. Seal and expiratory pressure transducer tube replaced. After the actions were taken, several pre-use check were performed without any error. The provided logs confirmed the reported pre-use check failure at the event date. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle unit was not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).